Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre and proximal struts were severely stretched and pulled from stent profile in a proximal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary (rca) artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.